Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) had atrial fibrillation (a-fib) in which the device inappropriately provided shock therapy and therapy was exhausted. It was noted after the shock was provided, the right ventricular (rv) shock lead impedances was out of range measuring greater than 125 ohms when programed in reversed polarity. Technical services (ts) recommended to consider replacement of the lead system. Additionally, it was noted that a implantable left ventricular assist device (lvad) was implanted the day after the patient received shock therapy. During the implant procedure it was noted that the left ventricular (lv) lead was damaged during the surgery. Evidence suggests the lv lead was able to be used as it remains in service. Troubleshooting was performed and a synchronous shock test was performed. Ts believes there is a lead or a connection issue. The plan is to continue to monitor and the sales representative will discuss with the physician. At this time, the device, rv, and lv lead remains in service. No additional adverse patient effects were reported.